Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device had heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had corrosion, rusting, pitting, and the cutter could not be removed. It was further determined that the device failed pretest for visual assessment and cutter assessment. Therefore, the reported condition that the device had an unknown router cutter device stuck inside was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. H11: d9: the date returned to manufacturer was documented as february 17, 2021 on the initial report. This date has been updated to february 22, 2021.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products: cutter device. Reporter's phone number extension: (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device had an unknown router cutter device stuck inside, and the unit had become extremely hot. It was reported that there was a 10-minute surgical delay due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.